Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needle were defective. The following information was provided by the initial reporter: and noticed plunging defects which have interfered with precise dosage during experiments.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Manufacturer narrative:
H.6 investigation summary: no physical samples were received; the investigation was performed based on the image(s) provided. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. The reported issue was observed. Based on trend analysis, no further action is required at this time. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needle were defective. The following information was provided by the initial reporter: and noticed plunging defects which have interfered with precise dosage during experiments.